Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2003, inratio: 0.9, lab: 2.4, mean: 1.65, confident limits: 1.2-2.3. As per the internal procedure tr#0150 rev.2 the inratio and the lab value are not within the confident limit. Product will be investigated. Also pt had a decrease in dosage. This is an adverse event case.

Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 03 sep, inratio: 0.9, lab: 2.4. The pt dosage of medication was decreased.